Event description:
Information was received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that, per the rep , the patient had diathermy treatment on monday (B)(6) 2022 and after the diathermy the patient could no longer feel the stimulation. The patient went to the doctor's office on (B)(6) 2022 and the doctor tried to reprogram but the patient did not feel any stimulation. The doctor called the rep on tuesday (B)(6) 2022. The patient called the rep today to report they still did not feel any stimulation. The manufacturer help line reviewed that diathermy is contraindicated because it can cause heating of the lead electrodes. Additional information was received from a manufacturer representative (rep). The rep reported that the manufacturer device/therapy/procedure was not causal or contributory with respect to the need for diathermy treatment. They clarified the doctor who reported the issue to them on (B)(6) 2022. When asked what steps were or would be taken to resolve the issue, they responded the doctor had requested the patient be seen in their office one more time with the rep present. Their nurse had been asked to coordinate the appointment. The issue was not yet resolved. When asked if device removal or replacement was planned, they responded, "possibly depending on the next patient visit with [the doctor]." There was currently no date for surgery. They noted when the nurse contacted them about the visit they would request additional patient details.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient (pt) via a manufacturer representative (rep). They reported that they met with pt in clinic today. Impedance levels are within normal range and no evidence in diary of any power on resets since diathermy treatment on (B)(6) on both knees. Diary shows stim on 100% of the time. The pt did see their doctor on (B)(6). Per previous case notes, pt wasn't feeling their typical stimulation on program 2 after diathermy treatment and was concerned. Today in clinic, pt feeling stim on program 2. Pt was previously using intensity on this program of about 2ma. Today they went up to 3.2ma on this program and pt was feeling stim, though getting some cramping sensation, so caller will decrease that down some. Pt also tends to use programs 1 and 3 and changes between them sometimes every couple of days. The lowest intensity of the 3 programs pt uses is 1.4ma. Pt reported a feeling of stimulation going off and then on again. Pt not programmed with cycling. Troubleshooting and caller reviewed that changing programs, accommodation and sensation can change over time and with different programs being used. Troubleshooting reviewed focusing on the therapy benefit vs sensation. Currently, pt is getting similar benefit to what they were getting prior to diathermy treatment.

Event description:
Additional information received from rep. They reported appointment occurred on (B)(6) 2022 in healthcare professional (hcp) office. On advisement from tech services the patient was questioned if they felt stimulation on that day of the visit. The patient stated they were more concerned on the day they were at hcp office after diathermy treatment and they felt it going on and off. They did state on (B)(6) 2022 that they could feel stimulation on program 3. On initial call with tech services they had suggested creating custom programs to make the generator positive and each electrode negative to see if patient may feel stimulation that way. The programs were created and tested, each electrode in this manner which the patient did feel stimulation. Impedance checked and completed, and all numbers were within normal limits. Rep then called tech services with the patient in the room and verified again if there was additional testing they suggested. Speaking with a tech services rep, there were no additional testing was needed and that the patient was now feeling stimulation not only in the custom programs but in the non-custom programs the integrity of the lead was intact and no need for lead revision. The issue was resolved. Patient, physician and tech services were satisfied with the testing completed that day and the device operation within normal limits. No surgery planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.